Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the endovascular stent graft allegedly prematurely deployed approximately 3cm during advancement over the guidewire in a left upper arm fistula to treat two aneurysms. There was no reported patient injury.

Event description:
It was reported that the endovascular stent graft allegedly prematurely deployed approximately 3cm during advancement over the guidewire in a left upper arm fistula to treat two aneurysms. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample a premature stent deployment during advancement of the delivery system over the guidewire could not be confirmed. The delivery system was returned inside an introducer with partially released stent graft which indicated that the user had to remove system and introducer together as a consequence of partial deployment. The condition of the sample returned did not match the reported premature deployment, which led to an inconclusive evaluation result. No indication for a manufacturing related issue could be found. As a result of the investigation performed the investigation is inconclusive. A definite root cause for the reported event could not be determined. The intended use of the device for treatment of aneurysm represents an off label use of the device. Labeling review: based on the lot number provided the following version of the instructions for use (IFU) was supplied with this product: b05667. Currently valid: b05667 rev.5/04-16. In reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...).' Regarding the anatomy of the placement site the IFU states: 'the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure' and 'do not kink the delivery catheter or use excessive force during delivery to the target lesion.' The IFU further states: 'confirm the position of the radiopaque markers on the stent graft ends (...) When the stent graft is ready for deployment, open the tuohy-borst valve by turning it counter clockwise and remove the safety clip (...)', and 'the fluency plus endovascular stent graft system (...) Is compatible with 0.035" guidewires'. Under 'materials required' the IFU states 'introducer sheath with appropriate inner diameter'. The intended use of the device for treatment of aneurysm represents an off label use of the device. The IFU supplied with this product states: "the safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated."